Event description:
It was reported that during a lap low anterior resection procedure the device was opened and some to the staples were not formed on the third firing, but the device did cut. When the device was opened the cartridge fell into the patient, but was retrieved. There was an extra 600c blood loss and 3 hours of extra anesthesia time as a result of this delay. The procedure was completed with multiple firings of the stapler. No medical intervention to compensate for the blood loss.